Manufacturer narrative:
The customer's reported complaint description of catheter fractured/leaked in situ could not be confirmed. The returned port/catheter complaint sample met all visual and dimensional specifications; catheter tubing had a secure connection to port housing and there was no fracture/hole observed in the catheter tubing. No manufacturing non-conformance observed. Potential root cause for the reported extravasation/leak event is an infusion needle that was not properly placed into the septum of the port housing. Device history record review of the packaging/port assembly/component lots could not be performed since there was no reported lot number. The catheter and locking connector are provided as separate components within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with locking connector) during the implantation procedure. Labeling review: the direction for use (dfu) provided with the port device contains the following statements: contraindications: presence of infection, bacteremia, or septicemia. Warnings: the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. Contamination of the device may lead to injury, illness or death of the patient. Precautions: carefully read and follow all instructions prior to use. After implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interaction. Potential complications: bacteremia, catheter occlusion, malposition, dislodgment, fragmentation, migration, disconnection or rupture, death, drug extravasation, inflammation, infection, thromboembolism, thrombophlebitis, tunnel infection, and vascular thrombosis. Use and maintenance: after implantation or usage of the port, the system should be flushed and locked to clear infusates and/or blood components in order to maintain patency. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Event description:
An assistant nurse manager reported an issue with a 6f mini titanium vortex port detached bioflo catheter filled sh valved introducer. During an infusion treatment, swelling was noted at the port site and patient had a fever. The infusion was stopped, and a catheter check was performed and there was concern for a fracture of the catheter, with leakage of contrast. Ultimately, the port was removed and replaced. The doctor confirmed they did not believe the fever was related to the port.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).